Event description:
Biomet orthopedics received preliminary clinical data regarding patients enrolled in a (B)(6) study. It was reported that patient underwent a right total hip arthroplasty on (B)(6) 2005. It was further reported that patient experienced elevated metal ion levels, soft tissue abnormalities and fluid collection in the posterior lateral region. The fluid measured 21.0 x 47.4 x 46.6mm.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, ¿material sensitivity reactions.¿ number 15 states, "elevated metal ion levels have been reported with metal on metal articulating surfaces."